Event description:
It was reported that the atrial lead was found to have dislodged, along with the previously capped atrial lead, and were found to be hanging in the tricuspid valve. The atrial leads were explanted and replaced. During the replacement procedure, the physician noted that the right ventricular (rv) lead has an insulation breach. The rv lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.